Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have discoloration in one of their teeth that has been an issue during their treatment. It looks like internal bleeding from aligner pressing on it for too long. At check in patient marked true to periodontitis, discomfort, pain, sensitivity, and discolored.this is a contraindicated patient.